Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak with the apollo catheter. It was reported that while sliding the catheter onto the guidewire during preparation the tip detached. Leakage was observed in the distal segment. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an areterio venous malformation. The patient¿s vessel tortuosity was moderate.

Event description:
Additional information received reported that no kinks or damage was noted on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no guidewire returned with the micro catheter. The guidewire size and model were not reported. Therefore, any contributing factors of the guidewire including its compatibility for use with the apollo micro catheter could not be assessed. The apollo usable length was measured to be ~165.5cm (specification: 165.0cm ± 2.5cm). The 1.5cm detachable tip was found to be detached and returned with the apollo micro catheter. Upon visual inspection, no irregularities were found with the apollo hub. The catheter was flushed with water and found to be patent. No leak was observed during flushing. No blood was observed during flushing. No bends or kinks were found with the apollo catheter body. No damage was found with the detachable tip. The ldpe coupling tube overlap length was measured to be 1.43mm which is within specification (specification: 1.0mm - 2.5mm). No other anomalies were observed. Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached from the catheter. However, no leak was found during flushing. The root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Since the guidewire and was not returned; any contribution of the guidewire to the issue could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.